Event description:
The report received from the affiliate indicated that the pt was included in a study for an elective index procedure. Approx 26 months after the index procedure, the pt complained of chest pain. Coronary angiography was done and a diffuse 90% stenosis was reported from inside the previously implanted cypher 2.5x18mm stent in the mid left anterior descending (lad) target lesion to the distal lad. There was no reported problem regarding the second cypher 3.0x13mm stent implanted in the left main coronary artery during the index procedure. Nine days after the angiogram, the restenosis was treated by implantation of two additional cypher 2.5x18mm stents, one distal and one proximal to the previously implanted cypher. All three stents were overlapping. The residual stenosis was 0%. No additional info was available. The pt was asymptomatic and was discharged three days after the procedure. The physician's comment regarding the event was that he couldn't deny the relationship between the event and the stent.

Manufacturer narrative:
The indication for the index procedure was angina and it was done via the femoral approach. Lesion #1-1: the target lesion was the mid lad. The lesion was reported to be: de novo, concentric, tubular, 2.11 vessel diameter, 9.5mm length, a 71% stenosis and type b1. A cypher 2.5x18mm stent was implanted at 18 atm for 16-30 sec via direct stenting. The stent was post-dilated with a 3.0x13mm balloon at 12atm/duration unk. The residual stenosis was 17%. The flow pre and post-procedure was timi 3. Lesion #1-2: the target lesion was the left main (lm). The lesion was reported to be: de novo, eccentric, moderately calcified, ostial, 3.37mm vessel diameter, 12.6mm length, a 53% stenosis, and type b2. The lesion was pre-dilated with a 3.5x10mm cutting balloon at 12 atm/duration unk. A cypher 3.0x13mm stent was implanted at 18 atm for 15 sec. The stent was post-dilated with a 3.5x10mm balloon at 12 atm/duration unk. The residual stenosis was 24%. The flow pre and post-procedure was timi 3. Ivus was done, and the stents were reported to have good wall apposition. Approx 30 weeks after the index procedure an angiogram was done during the follow-up period. The pt was reported to have a 13% stenosis in the mid lad and a 31% stenosis in the left main. No intervention was done at this time. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.